Manufacturer narrative:
H.6. Investigation summary: 1 customer photo was received for review and evaluation. The 1 customer photo shows the packaging of a device but does not show any evidence of the reported defect. Therefore, this complaint cannot be confirmed based on the customer photo provided. Bd is unable to confirm the customer¿s reported failure mode of does not retract based on customer photo analysis. Bd is unable to confirm the customer¿s reported failure mode of needle stick ¿ after use/dirty based on customer photo analysis. Additionally, 30 retain samples were subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly. Therefore, this complaint cannot be confirmed based on retain sample retraction lockout testing results. Bd is unable to confirm the customer¿s reported failure mode of does not retract based on retain sample testing analysis. Bd is unable to confirm the customer¿s reported failure mode of needle stick ¿ after use/dirty based on retain sample testing analysis. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was a retraction issue - delay or no retraction and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "when the push button was activated it did not retract fully and caused a needle stick injury."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was a retraction issue - delay or no retraction and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "when the push button was activated it did not retract fully and caused a needle stick injury."